Event description:
It was reported that the ventricular lead exhibited noise. Upon extraction, lead fracture and insulation anomaly were also noted. The lead was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.